Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned non-maquet sheath. The extracorporeal tubing and optical fiber were cut at approximately 6.4cm from the rear of the y-fitting. The cut portions were not returned. The inner lumen and optical fiber were found broken near the y-fitting at approximately 75.7cm from the iab tip. Additionally, a catheter tubing kink was also observed at this location. An underwater leak test of the balloon, catheter, y-fitting and remaining portion of the extracorporeal tubing was performed and a leak was detected at the inner lumen break site. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing. However, we are unable to determine when this break may have occurred. The evaluation confirmed the report problem. A non-conforming material report review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period (B)(6) through (B)(6) was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a leak occurred. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a leak occurred. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.